Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had subsequent and continuous episodes immediately post operative of slow and rapid ventricular tachycardia. The pump wattage rose acutely and equipment was exchanged without resolution. The pt also began to experience hepatic and renal failure. The pt received red heart alarms and the nursing staff auscultated the pump pocket vicinity and were unable to hear sounds similar to pump operation. Measures were taken to immediately re-inspect equipment and restart the pump without success. The pt subsequently expired.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.